Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s wife reported the patient¿s sensor was due to be replaced but had displayed a ¿sensor fail¿ message hours before the sensor was to be replaced. When the sensor was removed on (B)(6) 2019, the insertion site was red, raised and scabbed over. The patient rubbed his hand over the area and when he rubbed in one specific direction, he felt something like a 'sliver' at the site. The patient alleged that a portion of the wire remained in the skin; however, a portion of the wire remained on the sensor pod and extended differently than previously removed sensors. The patient reported that dried blood was noted on the bottom of the sensor pod. The patient was evaluated at a clinic where an x-ray was performed. The patient¿s wife reported that when the sensor was inserted, the patient stated that it was more painful than previous insertions. Further contact was made with the patient¿s wife on (B)(6) 2019 and she stated that the x-ray was negative for a retained wire and the insertion site had healed. At the time of further contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.